Event description:
It was reportede that during a laparoscopic cholecystectomy procedure, the device would not deploy and close clips properly. The procedure was completed with another device of the same product code. There was no patient consequence.